Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. It was reported that the graftmaster was deployed with a max pressure of 13 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery. The 2.80x19 mm graftmaster covered stent was deployed at 13 atmospheres (atm); however, the perforation was not sealed. The patient was sent to surgery and they are doing well. No additional information was provided.